Manufacturer narrative:
Other relevant device(s) are: d1: (B)(6), model #: mc1avr1-delsys / expiration date: (B)(6) 2023, serial#: (B)(4), UDI #: (B)(4). Dev rtn to MFR? No. Mfg date: (B)(6) 2021: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless pacemaker the patient became hemodynamically unstable. A transthoracic echocardiograph was performed and revealed a pericardial effusion. A pericardiocentesis was performed and 250ml of blood was evacuated. During the pericardiocentesis protamine was administered to reverse heparin effects. It was noted that resistance had been felt when they tried to flush the first time but that subsequent flushes encountered much less resistance. The physician cut the tether and began to remove the tether, some flexing of the delivery system was observed. The device displaced during tether removal and the delivery system and device were removed. Clot was visualized on the device, tether and cup. A second leadless pacemaker was attempted however during tether removal the device displaced and the tether was simultaneously pulled from the device. The device was free floating in the right ventricle near the distal tip of the delivery system. The leadless pacemaker was removed and on visual inspection the physician noted a clot on the device and the delivery system. The leadless pacemaker implant attempt was abandoned and an implantable pulse generator (ipg) was implanted instead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 28-may2023, serial#: (B)(4), UDI #: (B)(4), available for eval: no, dev rtn to MFR? No, mfg date: 04-oct-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless pacemaker the patient became hemodynamically unstable. A transthoracic echocardiograph was performed and revealed a pericardial effusion. A pericardiocentesis was performed and 250ml of blood was evacuated. During the pericardiocentesis protamine was administered to reverse heparin effects. It was noted that resistance had been felt when they tried to flush the first time but that subsequent flushes encountered much less resistance. The physician cut the tether and began to remove the tether, some flexing of the delivery system was observed. The device displaced during tether removal and the delivery system and device were removed. Clot was visualized on the device, tether and cup. A second leadless pacemaker was attempted however during tether removal the device displaced and the tether was simultaneously pulled from the device. The device was free floating in the right ventricle near the distal tip of the delivery system. The leadless pacemaker was removed and on visual inspection the physician noted a clot on the device and the delivery system. The leadless pacemaker implant attempt was abandoned and an implantable pulse generator (ipg) was implanted instead. No further patient complications have been reported as a result of this event.